Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high and low blood glucose levels ranging from 36 to 450 mg/dl. The customer had some hypoglycemic issues and could not function. The customer was not hospitalized for the issue. The customer stated that they had issues with bent cannulas and calibration errors. The customer stated that they had low blood glucose due to stress. The customer did not return the product back for analysis.